Event description:
Additional review of the ctas revealed that the type iii endoleak is originating near the junction between the original proximal and distal talent grafts. The leak is on the inside bend right where the proximal graft ends. The exact device that has the endoleak cannot be confirmed, but I suspect the leak is in the distal talent graft, right below the overlap junction with the proximal piece. This would make more sense from a fatigue wear standpoint. The c-bar is bent in that location, but is surprisingly not fractured. The only observation of note is that there are two overlapping ro markers at or very near the leak location. The two markers are one of the bottom edge markers from the proximal graft, and the figure 8 marker on the distal graft. This figure 8 marker is located along the c-bar two body stents down from the upper edge of the fabric. The endoleak is likely caused by fabric wear. The cause of the fabric wear is unknown, but could be any or all of: crease wear, ro marker abrasion, or stent abrasion.

Event description:
A talent stent graft was implanted for the endovascular treatment of a thoracic aneurysm. Additional review revealed that there was a new type iii fabric endoleak. Information reported that the proximal thoracic aorta at implant measured 38mm and the thoracic aorta was pretty tortuous. The aneurysm size at implanted was noted as 6-7cm. It was also noted that a conduit was required to deliver the device. The physician stated that they believed that there was a type iii leak caused by the connecting bar separating from the talent graft. This was reportedly noticed at a follow up appointment and the physician stated that it was related to the device. The patient did receive treatment and had two valiant grafts placed to cover the area of concern. This reportedly resolved the issue. Review of returned cta's from 45 months post-implant revealed that several stent grafts were positioned within the descending thoracic aorta. Near the stent graft mid-length where the device is seen acutely angulated at approximately 90 degrees, there is contrast seen in the thoracic aortic aneurysm, likely from a type iii endoleak. The endoleak is near the proximal end of the most distal talent device near to where the c-bar is also acutely angulated. The stent graft outer diameter of the distal talent stent graft measures 47mm, and the c-bar of this distal device has been oriented along the inside curvature. The exact cause of the possible type iii endoleak is unknown, and it is uncertain if the c-bar or stents near the endoleak may have fractured and potentially contributed to the endoleak. The previously seen type iii endoleak near the arch is no longer visible. The stent graft lumen is patent and no other stent graft issues are observed.

Manufacturer narrative:
(B)(4).